Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon string broke off during removal leaving the tampon inside. Multiple attempts made to further obtain information regarding the usage of product however no further information has been received.